Event description:
Chest tube atrium shows there is a false air leak in chest tubes. When clamped, it still shows bubbles as if there is an air leak. Atriums changed out. The rep is aware and working with us to exchange the product. No harm to patient. Pleur-evac chest tube atrium lot number: 74d2400417, expiration 04-15-2027.